Event description:
It was reported that when the customer conducted a pre-use air leak check, leakage greater than 750ml/min was detected. So he did not use the product. No patient injury.

Manufacturer narrative:
H10 device evaluation results: one portex general anesthesia circuit was returned for investigation in used condition. The sample was visually inspected at a distance of 12 inches under normal lighting. A tear was found in the circuit. The customer reported product problem was therefore confirmed. It was thought that the tear occurred after the product left the manufacturing facility. A definitive root cause was not established however.